Manufacturer narrative:
The display froze at the end of displacement test followed by an unexpected constant audio tone alarm. The pump was unable to perform displacement test due to frozen screens. The pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly was noted. The pump was received with no unlocked lcd keypad connector. The pump was received with minor scratched lcd window. The pump was unable to verify sensor feature or low battery alarms due to frozen screens. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 107 mg/dl. The customer stated that the keypad is unresponsive. The customer stated that she did a battery change and the pump had a constant tone. The customer stated that she had taken her pump off and went into the spa for 30 minutes. The customer stated that when she reconnected the pump, the sensor was lost. The customer stated that after changing the battery, the pump alarmed low battery and was unresponsive. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.